Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer¿s blood glucose (bg) level ranged from 300 mg/dl to the 400's mg/dl with trace ketones. The customer addressed bg level with a manual injection. The customer continued to use the cartridge.